Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the device not controlling their symptoms and not feeling stimulation when the device was turned on was due to having a new implantable neurostimulator (ins) implanted on november 14th and it needing some setting adjustments. To resolve this the consumer spoke with someone who gave them instructions on adjusting their settings with the programmer which resolved the situation. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their battery replaced due to normal battery depletion, and the new one was working fine, but they were reprogrammed on (B)(6) 2018 and it was not controlling their tremor like it should. The stimulation was shown to be on, left was at 3.3 volts and the right was at 3.65 volts. The caller also said that sometimes they turn their stimulation off at night. When they turned their stimulation back on in the morning they didn't get a jolt like they used to. The patient didn't feel like the patient programmer was strong when they turned the stimulation back on. It was reviewed that the programmer does not affect the delivery of their therapy. There were no further complications reported.